Event description:
The hospital reported that during a coronary artery bypass procedure, they loaded the heartstring 3.8mm product into the delivery device according to the IFU for opcab surgery, (phenomenon occurs) but the seal got caught in the loader, so loading did not work normally and only the delivery device handle fell out. There was no leakage, blood loss or transfusion or any actions were not needed. Due to loading fail, about 10 mins delayed. The product just used was judged to be defective, so the operation was completed successfully using a new product. There is no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--lot corrected from "25160840" to "25162814", expiration date corrected from "10/19/2022" to "02/17/2023". H4--manufacture date corrected from "10/19/2022" to "02/17/2022". The device was returned to the factory for evaluation on 11/22/2022. Photographs were provided by the account. A photographic inspection was conducted. One photograph was of the product labeling. The other photograph was of the delivery device with the white plunger not depressed outside the loading device. We are unable to see the blue sliding lock in the photograph. The seal was observed inside the loading device body. No visual defects were observed. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.215 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was confirmed. The lot # 25162814 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.